Event description:
During service investigation of electrode belt and monitor which were returned for investigation into a patient's death, a reportable problem was discovered. The electrode belt had a damaged cable and the monitor failed incoming testing. In addition, further evaluation into the event surrounding the patient's death it was discovered that the patient experienced ventricular fibrillation in which the lifevest deployed gel and delivered one treatment shock. The monitor reset after shock delivery. The rhythm after the treatment was sinus rhythm degrading to asystole. The patient was reportedly at home upon initial collapse. It was reported CPR was in progress when the patient arrived at the hospital. The patient reportedly passed away in the hospital catheterization lab on (B)(6) 2015.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the ECG 'c' and 'd' was pulled from the strain relief, pulling j704 connector ajarr from the distribution node pca. The root cause for the strained cable was excessive force. There is no evidence to suggest that the damaged cable caused or contributed to the patient's death. The belt was fully functional while in use. In addition, there were reported resuscitation efforts by ems. No adverse event resulted from the strained cable. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, there was a lack of driven ground signal. The cause of the test failure is the lack of driven ground signal. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. There is no indication of any malfunction while the device was in use, as the device was detecting a clean ECG signal at the time of deactivation. The damage is consistent with past reports of external defibrillation. In addition, investigation into monitors exhibiting resets after pulse delivery found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review PMA supplement for a design change to address this issue was submitted to FDA on 07/06/2015. Device manufacture date & usage of device monitor: 04/28/2014 - reuse; electrode belt: 05/17/2012 - reuse.